Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had key failure. According to the electrostatic treatment they could not recover. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. The j2 on the lcd board was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip and cracked battery tube threads.